Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 450 mg/dl. After, meter showed 360 mg/dl. Customer reported that the insulin pump showed them low for high blood glucose value. It was unknown if customer was using auto mode at the time of incident. Customer was okay to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.